Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return line of a prismaflex st150 set became disconnected from the patient's catheter and leaked during continuous renal replacement therapy in the intensive care unit. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.